Event description:
Additional information was obtained and indicated that the rv lead was surgically abandoned and capped due to impedance issues however the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed increased in shock lead impedance (sli) measurements which subsequently lead to high out-of-range (oor) sli measurements. Pacing impedance, sensing and threshold measurements were within range. No oversensing noted. Boston scientific technical services (ts) suggested to performed x-ray. No intervention is planned at this time and that the patient will be monitored. This system remains in-service. No adverse patient effects were reported.